Manufacturer narrative:
The customer was unable to provide the requested instrument files. In the absence of the investigation of customer raw files, the certificate of analysis was reviewed for the lot in use at the time of the event. As hemoglobin is calculated from hematocrit on epoc, hematocrit was reviewed. Hematocrit performed within specifications at time of product release. No product problem identified.

Manufacturer narrative:
Siemens has requested further information and instrument log files from the customer for investigation. The cause of this event is unknown.

Event description:
Customer is alleging discrepant high hematocrit (hct) and calculated hemoglobin results on one patient compared to retesting on their non-siemens laboratory analyzer. Note that epoc uses conductivity to measure hct while the lab instrument counts cells.